Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4).  Per the IFU, left ventricular outflow tract obstruction is a potential risk associated with the use of the valve.  Obstruction of the left ventricular outflow tract (lvot) can be caused by patient factors (anterior mitral leaflet protruding into the lvot, septal bulge) or procedural factors (positioning of the valve frame within the annulus). Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. Prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients.  Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the lvot obstruction cannot be confirmed, however may be due to procedural factors (positioning of the valve). It is to be noted that per the op report, the valve eoa might have been too small for the patient, this indicates a possible prosthesis-patient mismatch after the valve-in-valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by implant patient registry through information received on a patient implant card, the 23mm sapien 3 valve was explanted approximately two years after mitral valve-in-valve procedure (thv in stenosed surgical valve).  Additional information provided by the implant facility valve clinic coordinator stated that the patient experienced recurrence of shortness of breath on exertion and was subsequently admitted to local institution earlier this year. Tee performed during that admission showed some left ventricular outflow tract (lvot) obstruction from the thv strut. Per report, this was not considered to be device dysfunction/malfunction.  The decision was made to explant the valves and replace them with a surgical valve. Surgical aortic valve replacement was performed concomitantly. The patient was recovering from the surgical procedures. No edwards device malfunctions were reported.  Per the explant procedure operative report, the patient underwent a re-do mitral valve replacement and aortic valve replacement due to prosthetic mitral stenosis and native aortic stenosis. Upon examination, the sapien 3 valve (viv complex) appeared mildly calcified but the leaflets did not appear abnormal or restricted. It appeared that the effective orifice area (eoa) might have been too small for the patient. There was no evidence of thrombus. The sapien 3 valve and surgical valve were explanted and replaced with a 25mm magna valve implanted with good result. Tee confirmed good bioprosthetic function and the patient was transferred to ICU in stable condition. Estimated blood loss: 100 cc. No complications were reported.